Event description:
Event became reportable based on product analysis approved on 11/28/2007. It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, a stent delivery system would not cross the lesion. The lesion was located in the right coronary artery (rca). Tortuosity of the vessel, the degree of stenosis and the degree of calcification are unknown. The physician advanced the taxus liberte 28 x 4.50mm stent to the lesion, however, the stent delivery system failed to cross the lesion after pre-dilation. Thus the doctor withdrew the taxus stent and used another manufacturer's stent. The procedure was completed successfully. No patient injuries or complications were reported. The patient's status is reported as "stable." However, product analysis revealed proximal stent damage.

Manufacturer narrative:
Following a detailed device analysis, proximal stent damage was found. Some of the stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the top assembly shop floor paperwork batch identified no complaint related scrap or issues during the manufacture of this batch. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed, and the results of the thorough investigation completed, the most probable root cause of this defect is due to a design constraint of the product.